Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, "metal on metal articulating surfaces have limited clinical history. Although mechanical testing demonstrates that metal on metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced remains undetermined. Because of the limited clinical and preclinical experience, the long-term biological effects of the particulate are unknown." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01760 / 01345). Product location unknown.

Event description:
It was reported that patient underwent a left hip revision procedure approximately thirteen (13) years post-implantation due to pain and elevated metal ion levels. During the procedure, clear joint fluid was noted, and no evidence of metallosis was found. The femoral head was removed and replaced.

Manufacturer narrative:
He product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - unknown, device code - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, initial reporter - unknown, PMA/510(k) number, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to unknown reasons; however, a revision procedure has not been reported at this time. No further information has been provided.